Manufacturer narrative:
MDR has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occurred, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two year retrospective review of complaints was performed to determine which complaints required submission of an MDR. MDR was submitted as a conservative measure due to the recalls tied to this issue.

Event description:
On (B)(6) 2018, an ad-tech clinical specialist received an email reporting that the drill bit got jammed in the drill sleeve guide. There was no injury reported.